Event description:
It is only mentioned in a report received that the implants were removed. A specific malfunction has not been reported. Neither the date for the implantation nor the date of the revision surgery was provided.

Manufacturer narrative:
The manufacturer did not receive the affected devices, x-rays, or other source documents for review. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. From the received information, the cause for the revision surgery cannot be ascertained. Once more information is received and the products be returned for investigation and the result becomes available, an updated report will be submitted. (B)(4).